Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No further troubleshooting possible due to unresponsive buttons. The insulin pump was received with cracked case at window display corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched window display.

Event description:
It was reported that the insulin pump had several error alarms during normal use. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.